Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a vaginal hysterectomy a patient sustained labial burns which the surgeon attributed to contact with the reusable portion of the ligasure handpiece. The burn was either 2nd or 3rd degree with denuding of the surface epithelium. It was treated with silvadine and patient adequately healed. The surgeon reported that the injury was not from steam nor from contact with other metal objects that would have resulted in transference of electrical energy. The surgeon reported that the contact of the device and the patient was not at the tips of the device, but several centimeters up the handle from the tips.